Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa-4203vf intraocular lens in the right eye. The capsular bag was found to be torn after lens insertion, although not caused by the lens. An anterior vitrectomy was performed and another lens was implanted. Best corrected preop va was 20/200, uncorrected postop va was 20/40 and pressure was 13mmhg. Pre-existing conditions included macula degeneration. Prognosis is "the surgeon is very happy with the visual outcome of this pt." The pt is to return for routine postop follow up.